Manufacturer narrative:
(B)(4)

Event description:
It was reported that a vibratory alert for low pacing lead impedance was observed. Issue resolved spontaneously. Patient will continue to be monitored.

Manufacturer narrative:
(B)(4)

Event description:
New information received indicated that a vibratory alert was received for low rv lead impedance. Lead fracture and insulation damage were noted. The lead was capped and replaced on (B)(6) 2016.